Event description:
Post operation intubation for 1 week when skin break down was noted on upper lip under endotracheal tube holder. The patient was later transfer to a skilled nursing facility (snf) with potential need for future surgical repair with plastics.